Event description:
It was reported that the sponge of eleven (11) minicaps were white and dried out. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number is unknown, therefore, only a primary di number could be provided. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.